Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the event. On an unknown date, the patient was treated with an injection of vancomycin 2gm (weekly once for two weeks) and an injection of fortum 250mg in each bag (3 times per day) for 14 days. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.